Event description:
It was reported the tunneling tool was broken in the package. An alternate tunneling tool was used. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Manufacturer narrative:
Analysis of the tunneling tool found that the handle was broken. The tunneling tool was received with the obturator still in the tunneling tool and the handle of the tunneling tool broken. There was damage on the obturator shaft at the location of the break in the handle. Analysis indicated that the handle likely broke under shear conditions (impacted against a hard surface). Sample tunneling tools were broke in shear mode, bending, tensile impact and compression impact. Comparison of the broken samples with the broken returned tunneling tool indicated that the breakage most closely matched a break that occurred under shear. It could not be determined when the breakage actually occurred.